Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e601 analyzer. The customer provided data indicating the quality control was out of range for several assays. After running quality control again, the results came back in range. The customer provided data for 20 patients, 14 of which had discrepant results. The customer stated all the discrepant results were reported to the doctor. The repeat testing was performed on 11/27/2013. The first patient's initial hcgb result was 11 iu/l. The repeat result was <5 iu/l. A corrected report was issued for this patient. The second patient's initial hcgb result was 41 iu/l. The repeat result was <5 iu/l. A corrected report was issued for this patient. The third patient's initial hcgb result was 81 iu/l. The repeat result was <5 iu/l. A corrected report was issued for this patient. The fourth patient's initial hcgb result was 207 iu/l. The repeat result was <5 iu/l. A corrected report was issued for this patient. The fifth patient's initial hcgb result was 469 iu/l. The repeat result was <5 iu/l. A corrected report was issued for this patient. The sixth patient's initial hcgb result was 66 iu/l. The repeat result was 7.7 iu/l. A corrected report was issued for this patient. The seventh patient's initial hcgb result was 183 iu/l. The repeat result was <5 iu/l. A corrected report was issued for this patient. The eighth patient's initial hcgb result was 37 iu/l. The repeat result was <5 iu/l. A corrected report was issued for this patient. The ninth patient's initial hcgb result was 34 iu/l. The repeat result was <5 iu/l. A corrected report was issued for this patient. The tenth patient's initial hcgb result was 375 iu/l. The repeat result was 497 iu/l. A corrected report was not issued. The eleventh patient's initial hcgb result was 56 iu/l. The repeat result was 78.8 iu/l. A corrected report was not issued. The twelfth patient's initial hcgb result was 1411 iu/l. The repeat result was 1959 iu/l. A corrected report was not issued. The thirteenth patient's initial hcgb result was 3144 iu/l. The repeat result was 4191 iu/l. A corrected report was not issued. The fourteenth patient's initial hcgb result was 5635 iu/l. The repeat result was 7597 iu/l. A corrected report was not issued. There were no adverse events. The hcgb reagent lot number and expiration date were requested but not provided. The field service representative went on site and found that the sample probe was dripping and needed to be decontaminated. He replaced the seal, sample arm, and valve. He decontaminated the analyzer. He verified there was no more dripping, the quality control was good, and there were no more discrepant results. The performance test was good. All the pump pressures and probe alignment were good.

Manufacturer narrative:
This event occurred in (B)(6).